Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a loose/broken drive support cap. The blood glucose reading was 161 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. A cot insulin pump will be sent to the customer.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. Device received with loose drive support disk.